Event description:
It was reported that the radio frequency programmer head was unable to interrogate a device. The head was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Rf (radio frequency) head cable found out of electrical specification. Upper rf head case lens is broken. Upper case is damaged. Magnet is corroded. It is noted the lower case coating is compromised (paper off the magnet is rubbed off onto the lower case coating, no longer shielding the rf head inside).